Manufacturer narrative:
Other text: g3: chile, b3: unknown; no information has been provided to date. D4 (UDI) and g5 unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited last error code 1310. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. A visual inspection was performed as part of the functional test and the reported issue was not duplicated. No fault found. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.